Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align¿ urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much. Tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Per additional information received on 22feb2021, the patient has experienced pain pelvic female, urinary incontinence, mesh erosion, bladder infection, urinary tract infection, chronic pelvic pain, abdominal pain, ¿charlie horses in left and right foot¿, back injury, uterine fibroid, kidney stone, pelvic and perineal pain, dysuria, back pain, pain behind right knee, small fiber autonomic neuropathy, widespread chronic pain, anxiety, depression, pelvic floor dysfunction, mesh migration, pubic pain, burning irritation in vagina, chills, pelvic pain radiating from pubic bone, intra vaginal, and posterior to the coccyx, and sacrum area, spasms, hypervolemic hypotonic neurogenic bladder, abdominal cramps, cervical dysplasia, uterine fibroids, a small area in side vagina feels rough, voiding symptoms, mesh exposure, and vaginal irritation. Additionally, the patient required surgical and non-surgical interventions.

Manufacturer narrative:
1750, 1941, 1930 = "l". 2120, 1685, 3167, 2684, 2361, 1966, 2357, 2519, 2119, 2330 = "nl". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As per additional information received via medical records on 17-jan-2024, the patient had experienced mesh erosion, urine retention, urinary tract infection, pelvic pain, abdominal pain, pubic pain, auto nominal distal neuropathy, recurrent or chronic vaginal or bladder infections (recurrent urinary tract infections), hyper-volemic hypotonic neurogenic bladder, recurrent vaginal pain, urinary incontinence, severe stress incontinence, groin pain, leg pain, vaginal discomfort, anxiety and depression, obesity, bladder spasms and required additional surgical and non-surgical treatment.